Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was running on battery power infusing a continuous 24 hour dosage of nafcillin when it had an error in the program and shut down without user input. This occurred one more time and the infusion needed to be reprogrammed. There was no known patient injury or medical intervention associated with this event. The reporter stated that there were no problems found during their internal testing. No additional information is available.